Event description:
The complainant reported that during a left heart catheterization procedure, air was injected from the k09 kit into the patient. No harm or injury to the patient was reported. The kit was swapped out for another and the procedure was completed safely.

Manufacturer narrative:
The suspect device was returned for evaluation. Since a lot number was not provided, a review of the device history record could not be performed. The kit was tested by de-bubbling the whole system and pulling a vacuum. No air bubbles were observed. The complaint could not be confirmed.